Manufacturer narrative:
Findings: unit received with cracked reservoir tube lip, minor scratched display window, broken belt clip slot at battery tube side, scratched reservoir tube window and cracked and bleeding lcd glass.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated there is discoloration on the corner of the lcd screen and it has a bleeding effect. Customer does not know how the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.